Event description:
While inserting a 14mm self-tapping eagle/swift plus screw, the inner shaft of the screw driver snapped off and remained threaded into the head of the screw. One of the screws was removed from the site while another was left in place. There was no adverse event as a result of this situation. As an unintended piece of the device was left in the body, an MDR is filed to document this event.

Manufacturer narrative:
Devices were returned with threaded tips broken off and missing. If the tip is broken off during implant, the broken portion or the thread becomes embedded in the bottom of the screw head. As such they are not likely to migrate. Root cause appears to be related to material fatigue related to atypical forces placing unintended stress on the device as well as wear over the life of the device.